Event description:
The catheter snapped off at the proximal end upon injection.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.